Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: according to the feedback of the department, leakage was found where the catheter tube was connected with the y-shaped tube seat, and there was no sharp object around the operation.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: according to the feedback of the department, leakage was found where the catheter tube was connected with the y-shaped tube seat, and there was no sharp object around the operation.

Manufacturer narrative:
H6: investigation summary: the customer returned a photo, not the actual sample. In the photo, the leak site is circled in red as the connection between the catheter and the catheter hub. However, the specific damage point and state cannot be identified. Leakage test the retained sample of the complaint batch, the test is qualified, no leakage is found at the connection between the catheter and the catheter hub. No abnormality is found on process and the retained sample. In the returned photo, the leak site is circled in red as the connection between the catheter and the catheter hub. However, the specific damage point and state cannot be identified, and the root cause of the leakage cannot be determined due to no defective sample returned. A device history review was conducted for lot number 2053256. H3 other text : see h10.